Event description:
It was reported that the insulin gauges were inaccurate and static on multiple cartridges. Reportedly, the customer was using both cold insulin and room temperature insulin. Tandem technical support educated the customer that insulin should be at room temperature before filling a cartridge. The customer loaded a new cartridge or re-loaded the existing cartridge to resolve the issue.